Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 200 ohms resulting in beeping tones from the associated implantable cardioverter defibrillator (ICD). The patient reported hearing tones for approximately nine months. It was noted that the patient had been lost to follow up for greater than one year. The lead configuration was reprogrammed to rv coil to can and shock impedance measurements were noted to be within normal limits. The physician was considering a potential lead revision procedure, however, monitoring will be continued at this time since measurements were within normal limits after reprogramming the lead configuration. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this rv lead also exhibited low signal amplitude r-wave measurements. Technical services (ts) confirmed that the programming changes appear to have returned shock impedance measurements to 115 ohms. Ts discussed that a lead revision procedure may be appropriate at some point in the future and discussed potential troubleshooting options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 200 ohms resulting in beeping tones from the associated implantable cardioverter defibrillator (ICD). The patient reported hearing tones for approximately nine months. It was noted that the patient had been lost to follow up for greater than one year. The lead configuration was reprogrammed to rv coil to can and shock impedance measurements were noted to be within normal limits. The physician was considering a potential lead revision procedure, however, monitoring will be continued at this time since measurements were within normal limits after reprogramming the lead configuration. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.